Event description:
It was reported that signal loss over one hour occurred for the g6 application and receiver. However, data for the g7 application was provided for evaluation. The allegation was confirmed. The probable cause could not be determine. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 application and receiver. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth was performed and passed. Sharelogs were provided. However, the data received reflected the g7 application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).